Event description:
It was reported that the patient experienced a sharp increase in pain along with sweating and nausea. The system was explored but no changes were made. It was noted that on (B)(6) 2001, a pump exploration and catheter change (one piece catheter) was performed. It was indicated that the pump was later replaced. It was indicated that the patient was a "complicated case". The pump contained morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: unk explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).